Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration is related to activ.a.c.¿ therapy (system). Device labeling, available in print and online, states: ensuring dressing integrity. It is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: -identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. -if a leak source is identified, patch with additional drape to ensure seal integrity. -caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. -position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c./t.r.a.c. Pad. This involves using the foam to allow placement of the sensat.r.a.c./t.r.a.c. Pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam heel dressing).

Event description:
On (B)(6) 2017, the following information was reported to kci by the wound care nurse: the patient experienced technical issues with activ.a.c.¿ therapy (system) "a week ago" which allegedly caused the patient's wounds to macerate. The patient has wounds on both legs, and the nurse is using a y-connector. V.a.c.® therapy was scheduled to be re-applied today but the nurse requested a new v.a.c.® therapy unit. On (B)(6) 2017, the following information was reported to kci by the wound care nurse: on (B)(6) 2017, the patient underwent a debridement on the right and left foot as the wounds were bridged together. No additional information was available. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.